Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2024 it was found that the patient's lead had high impedances. As a result, the patient's lead was explanted and replaced to address the issue.